Manufacturer narrative:
Visual inspection, material testing, endurance testing and process evaluation have been performed. Results of the visual inspection and the material testing showed that a weakness of the screws due to micro cracks or hydrogen embrittlement is possible. Results of the endurance test on representative samples showed that after simulated lifetime testing with 100'000 cycles per lift there were no broken screws. In addition users were interviewed regarding their frequency of device use. Results showed that there is no direct indication of the number of uses per day and how the devices were used. In conclusion the root cause for the m320 to fall is likely to be a combination of multiple circumstances related to screw design, material quality, variances during the swing arm assembly process as well as unknown handling at the customer.

Manufacturer narrative:
Visual inspection, material testing, endurance testing and process evaluation have been performed. Results of the visual inspection and the material testing showed that a weakness of the screws due to micro cracks or hydrogen embrittlement is possible. Results of the endurance test on representative samples showed that after simulated lifetime testing with 100'000 cycles per lift there were no broken screws. In addition users were interviewed regarding their frequency of device use. Results showed that there is no direct indication of the number of uses per day and how the devices were used. In conclusion the root cause for the m320 to fall is likely to be a combination of multiple circumstances related to screw design, material quality, variances during the swing arm assembly process as well as unknown handling at the customer.

Manufacturer narrative:
This is a follow-up report #01. Visual inspection, material testing, endurance testing and process evaluation have been performed. New information was received on 06/22/2017 that states that there are issues with the screw's material as a result of the manufacturing process of the screws. Further new information was received on 07/04/2017. A re-calculation of the forces applied to the affected part (screws) was performed and results showed that the calculation in the current design can lead to a mechanical problem (ie fatigue problem). However, further investigation is required to have a conclusion to provide evidence if the material and/or mechanical problems (or any other issues) are the root causes of the malfunction.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems received a complaint on (B)(6) 2017 from (B)(6) stating that on (B)(6) 2017, the swingarm of the leica m320 f12 fell down during a dental examination. The fall was stopped as the swingarm engaged into the locking device. The falling component did not touch the patient and there was no patient injury.